Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the screws missing on the interconnect. During analysis, the reported issue was able to be duplicated during power up process. It was noted that the interconnect board did not work as intended and was the cause of the reported issue. Service will replace the interconnect board, download standard configuration to the device to correct the reported issue. Service also powered up the device and device passed all the functional tests. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump lost its configuration. No patient was involved in this event. No adverse effects were reported.